Manufacturer narrative:
(B)(4): placeholder.

Event description:
Pt enrolled in a prodisc-c clinical study was randomized to an acdf procedure at level c4 - c5 with plate and screws on (B)(6) 2004. Pt experienced biological failure of fusion and went on to pseudoarthrosis at c4 - c5. Pt also complained of severe neck pain along with occipital headaches and was returned to the operating room on (B)(6) 2008 for adjacent level c3 - 4 acf fusion with plate and screws. The plate and screws at c4 - c5 were not removed. This is the second of 2 reports submitted on this event.

Manufacturer narrative:
Nothing was explanted: revision on (B)(6) 2008. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.